Event description:
It was reported that right atrial (ra) lead exhibited high impedance likely indicating a lead fracture however, imaging did not show a fracture. The lead was capped and replaced on (B)(6) 2025. The patient is in stable condition.